Manufacturer narrative:
Product evaluation: analysis results are not available; device not returned for evaluation.

Event description:
It was reported that during a turbinoplasty an emergency occurred in which the carotid artery was injured; it was bound and the procedure was converted to an open neck surgery. It was later reported that the patient sustained a vagus nerve injury, and has single sided vocal cord palsy.